Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were noted in the cartridge patient line. There was no impact to the customer's blood glucose level. The customer was instructed regarding the proper load process.